Manufacturer narrative:
This report is submitted on april 05, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site; subsequently the receiver-stimulator was explanted on (B)(6) 2017 and the electrode array was left in-situ.